Manufacturer narrative:
The device was received fully deployed. The adhesive pad was not returned with the device. The adhesive welds were inspected and no damages or defects were observed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found to the fluid path or needle mechanism that would result in the cannula dislodging. Though no problems were observed, the causes of the reported dislodging and reported separation of the adhesive pad from the device events could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than an hour. The pod reportedly was tearing away the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.